Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID:(B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and uterine leiomyoma ("uterine fibroid"). The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile) and painful periods. Concomitant products included diclofenac. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6)2015, the subject experienced dysmenorrhoea (seriousness criterion intervention required). On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced uterine leiomyoma. On an unknown date, the subject experienced endometriosis. The subject was treated with surgery (device removal). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the dysmenorrhoea had resolved. At the time of the report, the uterine leiomyoma and endometriosis had not resolved. The investigator considered dysmenorrhoea, endometriosis and uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile. The investigator stated that dysmenorrhea was already present before the intake of this patient. She got a removal of the devices but the reason was not the dysmenorrhea since she suffered of her painful periods even before the sterilization, and therefore dysmenorrhea was not caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2012: negative examination on (B)(6)2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed 231 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: essure removal was mentioned as treatment for dysmenorrhea; event "patient got a removal of the devices" was deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The report describes a case of medical device removal ("patient got a removal of the devices"). The occurrence of additional non-serious events is detailed below. The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile) and painful periods. Concomitant products included diclofenac. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2015, the subject experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the dysmenorrhoea had resolved. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered dysmenorrhoea to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile. The investigator stated that dysmenorrhea was already present before the intake of this patient. She got a removal of the devices but the reason was not the dysmenorrhea since she suffered of her painful periods even before the sterilization, and therefore dysmenorrhea was not caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Examination on (B)(6) 2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jan-2018: painful periods (dysmenorrhea) was added as concomitant condition. Investigator confirmed that "patient got a removal of the devices but the reason was not the dysmenorrhea since she suffered of her painful periods even before the sterilization; so the sae was not related to the essure device". Event ¿patient got a removal of the devices¿ was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol:(B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The report describes a case of medical device removal ("patient got a removal of the devices"). The occurrence of additional non-serious events is detailed below. The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile) and painful periods. Concomitant products included diclofenac. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6)2015, the subject experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject underwent medical device removal (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroid"). On(B)(6)2017, the subject experienced medical device removal (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroid"). On an unknown date, the subject experienced endometriosis ("endometriosis"). Fallopian tube occlusion insert was removed on (B)(6)2017. On (B)(6)2017, the dysmenorrhoea had resolved. At the time of the report, the medical device removal outcome was unknown and the uterine leiomyoma and endometriosis had not resolved. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered dysmenorrhoea, endometriosis and uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile. The investigator stated that dysmenorrhea was already present before the intake of this patient. She got a removal of the devices but the reason was not the dysmenorrhea since she suffered of her painful periods even before the sterilization, and therefore dysmenorrhea was not caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2012: negative examination on (B)(6)2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 821 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: new events added: 'uterine fibroid' and 'endometriosis' incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea"). The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile). Concomitant products included diclofenac. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2015, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (device removal (both coils) via laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Examination on (B)(6) 2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 138 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 10-oct-2017: lot number corrected from 50643855 to 50643854. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) -year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643855) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea"). The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile). Concomitant products included diclofenac. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2015, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (device removal (both coils) via laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative . Examination on (B)(6) 2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed 136 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2017: new information was added: patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile. Start date and stop date of event dysmenorrhea provided: (B)(6) 2015 until (B)(6) 2017, event considered nonserious by reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea"). The subject's concurrent conditions included retroverted uterus (uterus in retroflexed position, immobile). Concomitant products included diclofenac. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2015, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (device removal (both coils) via laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Patient rated comfort during essure procedure as good, she was very satisfied. Investigator commented it was a difficult procedure, uterus in retroflexed position, immobile diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Examination on (B)(6) 2012: difficult procedure, uterus in retroflexed position, immobile. Bilateral successful placement on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This adult female subject was enrolled in (B)(6). The subject ((B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea"). Concomitant products included diclofenac. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (device removal (both coils) via laparoscopic salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was inserted on the 11th day of menstrual cycle. Both tubal ostia were adequately visualized. The procedure took 20 minutes. Left tube trailing length: 2 coils (right tube information not provided). The bilateral placement was successful and no adverse event occurred during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed 135 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.